Event description:
The dr claims that during a carotid procedure, the patch leaked an unknown quantity of blood from two discreet holes in the middle of the fabric. The holes were repaired by suturing to stop the leaks. It was reported that the pt's time in surgery was lengthened due to the repair, but the pt was not adversely affected. The procedure outcome is okay. The fabric was left in. The pt's condition is fine.